Manufacturer narrative:
The customer returned the autopulse platform (sn (B)(6)) to zoll for evaluation. The autopulse platform powered up normally and passed the initial functional test with no issues at zoll service depot. However, the autopulse platform failed the load cell characterization check during further testing. The root cause of the noted issue was failed, over-reporting, load cells. The cracked/damaged enclosures and the failed load cells were likely attributed to mishandling, such as a drop. The load cells were replaced to remedy the fault. Visual inspection revealed both the front and the bottom enclosures had cracked/broken screw well areas. The observed physical damages were unrelated to the noted device failure and appeared to be the characteristics of harsh impacts due to user mishandling. The damaged enclosures were replaced to address the observed issues. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. Another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During device evaluation performed at zoll, the autopulse platform (sn (B)(6)) failed the load cell characterization test. No patient involvement.